Event description:
Event description cpi received information stating that this implantable pulse generator (ipg) was removed due to inability to pace, an error code, and device reset. The ipg was returned.